Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003 to treat pelvic organ prolapse. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure, and was informed by surgeon on (B)(6) 2012 that the symptoms were related to the mesh. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient concomitantly underwent a total abdominal hysterectomy, a bilateral salpingo oophorectomy and a surgical procedure to treat pelvic organ prolapsed on (B)(6) 2003 when the sling was implanted. The patient had a mesh revision procedure on (B)(6) 2004, due to erosion and the mesh was surgically removed on (B)(6) 2010, due to vaginal erosion. Additional mesh was excised on (B)(6) 2012, at which time the patient had a burch procedure.